Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the white endowrist stapler 30 reload for evaluation. However, the curved tip stapler instrument that was used during the event has been received and analysis has been completed. Failure analysis (fa) was not able to replicate or confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization, recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened properly, but was unable to close due to a broken grip cable. The jaws were manually closed in order to test for functionality. The instrument clamped, fired, and unclamped. However, during the clamping and firing process, the jaws were observed to be shaky. The instrument was fired with a white 30 reload. All the staples were deployed and no malformed staples or incomplete firing was observed. The instrument was placed and driven on an in-house system a second time and the instrument failed engagement with error code 22020, likely caused by the broken grip cable. The instrument was manually reworked to override engagement failures and was tested on the in-house system. The jaws were unable to open or close and were manually closed to test for functionality. The instrument clamped, fired, and unclamped for the second time, but the jaws were observed to be shaky during the process. A log review showed no firing failures related to the instrument. Additional observations not reported by the site was also identified. The instrument was found to have a broken grip cable at the pivot tube. As a result, the grips would not open or close. The root cause of this failure was attributed to a component failure. The instrument was found to have a broken pivot pin with the root cause attributed to a component failure. No image or video clip for the reported event was available for review. A log review for system (B)(4) on the reported event date of (B)(6) 2022 was performed. Per logs, it was confirmed that a white endowrist stapler 30 reload (pn 48630w-04) was used with an curved-tip 30 stapler (part # 470530-08 / lot # t10210527-0042) in a splenectomy procedure. Two white endowrist stapler 30 reload were used in the procedure. At this time, it is unknown which white reload was involved in the reported event. The white endowrist stapler 30 reload is a single use accessory. 1. White endowrist stapler 30 reload (part# 48630w-04 / lot# m90211031-0440). 2. White endowrist stapler 30 reload (part# 48630w-04 / lot# m91220313-0376). An advance technical review was performed by an intuitive surgical, inc. Failure analysis engineer (fae). Fae found the curved-tip 30 staple instrument (part # 470530-08 / lot # t10210527-0042) was installed 2x and fired one reload (white). On the first install, a white reload was used, and the instrument never attempted to clamp or fire. The second install also used a white reload. This time the instrument clamped and fired, and the firing was completed per the logs. No issues with the stapler based on a log review. This event is being reported due to the following conclusion: it was alleged that during a da vinci-assisted splenectomy surgical procedure, the endowrist curved-tip 30 stapler instrument had an incomplete staple with a white endowrist stapler 30 reload installed. The customer used a back-up endowrist curved-tip 30 stapler to complete the procedure.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the curved tip stapler 30 instrument used with a white reload had an incomplete staple line on unknown tissue. There was no reported injury on 06-jul-2022, intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following information: there was no harm to the patient and the instrument just stopped working. On 21-jul-2022, isi contacted the surgeon and obtained the following information: the procedure was not aborted and was actually completed by exchanging the stapler out. He stated the stapler did not fire.

Manufacturer narrative:
Advanced failure analysis (afa) completed their device evaluation of the curved tip stapler 30 instrument. Afa confirmed that there are no stapler related issues in the logs for this instrument. Regarding the broken cable and pivot pin, it is possible this damage occurred after the instrument fired a reload. A broken grip cable typically results in an engagement failure on subsequent install. Since the logs do not show any engagement failures involving this instrument, it's possible the damage may not have been present or may not have manifested until after its last use. Broken grip cable at distal end and broken pivot pin may both be a result of excessive load applied at the distal end, likely related to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.